Manufacturer narrative:
The external drainage system has been returned for evaluation. A follow up report will be filed upon completion of the evaluation.

Event description:
International affiliate reports blood coagulation into the ventricular catheter. Reports the use of the eds iii drainge system started in 2004. The drain had to be changed on a regular basis because of obstructions during hemoragic drainage.